Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Upon visual inspection, a crack was observed on the sensor neck of the plug assembly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The current was applied to the sensor to perform linearity testing while in the test fixture and all results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same of applying the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and he experienced a loss of consciousness. The customer was unable to self-treat however, there was no report of third-party treatment. There was no report of death or permanent injury associated with this event.